Manufacturer narrative:
Investigation summary: bd received two (2) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The photos show one black dot between two blisters at the seal seam. The customer samples were evaluated by visual examination and the issue of foreign matter was observed both inside the blister pack and on the external packaging. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive manufacturing root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® blood transfer device that there was foreign matter inside the sterility barrier of the pouch. The foreign matter was found between the perforation of two (2) devices. There was no health impact or consequence reported.